Event description:
A healthcare facility in kansas has reported via a fisher & paykel healthcare field representative that the mask of bc151-10 bc151 bubble CPAP system had holes. It was further reported that the issue was identified during use on a patient. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received method: the subject device, mask of bc151-10 bubble CPAP system was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: a healthcare facility stated that the mask of bc151-10 bubble CPAP system had holes along the edge/seal. Conclusion: without the subject device being returned for an evaluation, we are unable to determine the exact cause of the reported fault. The user instructions that accompany the bubble CPAP system's flexitrunk nasal tubing illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: - "connect prongs and mask to nasal tubing ensuring that it is inserted fully." - "if using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." - "check that all circuit connections are tight before use and after any adjustment.".

Event description:
A healthcare facility in kansas has reported via a fisher & paykel healthcare field representative that the mask of bc151-10 bc151 bubble CPAP system had holes. It was further reported that the issue was identified during use on a patient. Further information was requested from the healthcare facility regarding the reported event.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in kansas has reported via a fisher & paykel healthcare field representative that the mask of a bubble flexitrunk nasal interface had holes. It was further reported that the issue was identified during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Correction: model number of the suspect medical device has been updated to bc800-10, bubble CPAP flexitrunk nasal mask. Section d4: lot number, UDI, expiration date details were not provided. Section h4: device manufacturing date details was not provided. Section g4: no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bubble CPAP flexitrunk nasal mask was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: a healthcare facility reported that a bubble CPAP flexitrunk nasal mask had holes along the edge/seal. Conclusion: without the subject device being returned for an evaluation, we are unable to determine the exact cause of the reported event. The user instructions that accompany the bubble CPAP flexitrunk nasal interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: - "connect prongs and mask to nasal tubing ensuring that it is inserted fully." - "if using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." - "check that all circuit connections are tight before use and after any adjustment."